Event description:
It was reported to philips that the image disk failed intermittently, impacting imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned treatment procedure was completed as planned. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse performed the image processing (ip)-pc and host-pc tests which resulted in intermittently image disk errors. The fse checked the logfile which showed ip-pc image processing errors. The fse solved the issue by reloading the ip-pc software and performing the re-create image disk procedure. After these service actions, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned treatment procedure was completed as planned. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse performed the image processing (ip)-pc and host-pc tests which resulted in intermittently image disk errors. The fse checked the logfile which showed ip-pc image processing errors. The fse solved the issue by reloading the ip-pc software and performing the re-create image disk procedure. After these service actions, the system was returned to use in good working order. The codes were updated based on the investigation outcome.